Manufacturer narrative:
Philips service replaced the defective point inverter (certeray), restoring the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was down, with x-ray and fluoroscopy failing due to a defective point inverter on an azurion 3 m12. The clinical use of the system was unknown. There was no reported patient or user harm.